Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after inserting a new battery and cleaning the battery cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
No belt clip was received with the pump. No unexpected blank display anomalies or audio beep anomalies were noted during testing. The pump passed the self test, off no power, unexpected restart, displacement, rewind and basic occlusion tests. The operating currents were within specification. Unable to prime during the prime test due to moisture damage on the force sensor resistor. Moisture damage was found on all electronic assemblies. The pump also had a corroded motor assembly, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.